Manufacturer narrative:
A2: please note that the age is based off average age of patient involved in this event a 3a: please note that the gender is based off as per the majority of patients. A4: please note that the weight is based off average weight of patient involved in this event b3: please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D 6a: implant date is unknown. D4, g4: product identifiers is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Nader hejrati, benjamin martens, bernhard jost, oliver bozinov, martin n. Stienen. ¿failure of an expandable lumbar interbody spacer ¿ a critical analysis of secondary collapse, pseudoarthrosis and revision rates after thoracolumbar fusion¿, european spine journal, doi.org/10.1007/s00586-024-08539-5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding failure of an expandable lumbar interbody spacer ¿ a critical analysis of secondary collapse, pseu doarthrosis and revision rates after thoracolumbar fusion the following medtronic devices were used: expandable catalyft¿ interbody spacer aim of the study was to report on the failure rates of an expandable interbody spacer, used for spinal instrumented transforaminal lumbar interbody fusion (tlif) or posterior thoracolumbar interbody fusion (plif). The study included the consecutive patients who underwent interbody fusion of the thoracolumbar spine, through a tlif and/or plif approach using the catalyft pl and pl40 expandable titanium interbody implanted between 07/2022 and 11/2023. 53 patients were identified, in which 92 spacers were implanted, mostly at l4/5 (n=35) and l5/s1 (n=31) for degenerative (n=44;, deformity (n=7) or other indications (n=2). The great majority of patients (n=44) were treated for degenerative disease. 14 patients had a confirmed diagnosis of osteoporosis. Twenty interbody spacers ( n=92) implanted in 11 patients were identified as collapsed. Age of patient less than 70 years was identified as risk factor for secondary collapse, but no association was found regarding other patient specific or surgery-related variables. Pseudarthrosis was observed in 7 patients, of which four (7.6%) required revision surgery. In patients who required revision surgery (n=4) involving a segment where a collapsed catalyft spacer was noted.